Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with a dexcom g7 after the infusion site fell off and the user disconnected and did not use alternative insulin therapy until reinsertion and resumption of delivery; the highest glucose noted on cgm was 249 mg/dl, and education and troubleshooting were completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to not reverting to alternative therapy after ilet was disconnected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.